Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire after multiple times trying. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Lockout premature, broken lock out the analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended, however it did not locked out. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. The firing issues reported could have been cause by the activation of the lockout mechanism, however no conclusion could be reached as to what may have caused the premature lockout. The batch record was reviewed and no anomalies were noted during the manufacturing process.